Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-35 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. It was also reported that after device replacement the impedance on the patient's left ventricular (lv) lead was lower with the replacement device. As there was concern about the lower impedance, the lv lead was capped and not replaced. No patient complications have been reported as a result of this event.